Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced resistance was met with the moderately tortuous, mildly calcified and 80% stenosed anatomy resulting in the reported failure to advance. Interaction with the anatomy and/or manipulation of the device resulted in the reported tip break. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a chronic total occlusion de novo lesion in the moderately tortuous, mildly calcified, 80% stenosed, distal, superficial femoral artery (sfa) using 014 hi-torque winn guide wire. Reportedly, the winn guide wire was advanced, but met resistance and the tip broke, but remained in one piece. The winn guide wire was removed from the anatomy and the physician decided to stop the procedure at that point and treat the patient with anticoagulant medication. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: manufacturing site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.